Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a continuous glucose monitoring (cgm) inaccuracy compared to the blood glucose (bg) meter. The sensor was inserted into the leg on (B)(6) 2017. The patient could not recall the exact values of the cgm versus the bg meter but reported that there was a 65 point difference. Additional event or patient information is not available. No data was provided evaluation. Confirmation of the allegation of inaccurate cgm values could not be determined. A root cause could not be determined.